Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, d9, e1, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: creases and non penetrating nicks were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/20/2024.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. Device explanted.